Event description:
It was reported that the patient stated ten infusion set patch did not stick to skin upon insertion on (B)(6) 2026.

Manufacturer narrative:
Initial 3 of 10. E1: patient country: spain. Establishment name: tandem. Country: united states of america. Address ¿ 11045 roselle street. Address ¿ line 2: suite 200. City: san diego. State, province or territory: california. Post office or zip code: 92121. Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.